Event description:
Dealer called and stated that client was thrown out of his chair. Client stated that he was stopping when the accident occurred. Dealer stated that he understood that chair tipped forward onto the footrest, but was not clear if client was traveling downhill at the time. The dealer was called while the ambulance was there. It is not known at this time if he had any injuries or what the injuries may be. Two days later, dealer called and said that the client drove his chair home.

Manufacturer narrative:
The wheelchair has not been returned to teftec for evaluation. Due to the increased client weight, it is likely that the wheelchair is no longer configured correctly for the client. Center of gravity and proper spring utilization has been compromised. Full evaluation of the wheelchair is expected and results will be submitted when determined.